Event description:
Newborn recently transferred to nicu from the birth hospital, was found to have blistering along the side of the right leg after the drapes were removed following PICC line placement. A transilluminator had been used to facilitate vein location. The device was tested by our biomed dept and it appeared to be working correctly but it was noted that the box part got very hot if covered by a blanket or towel.